Event description:
The customer observed discrepant wbc results generated by the cell-dyn ruby analyzer. A patient diagnosed with hemolytic anemia generated an initial result of 23.0 k/ul with many flagged results and messages. The sample was then retested in the cbc+noc mode of operation and generated a result of 43.5 k/ul with many flagged results and messages. The sample was retested on a non-abbott analyzer and generated a wbc count of 22.55 k/ul. A manual count was also performed and generated a result of 22.0 k/ul. No suspect results were reported from the lab. The results from the non-abbott hematology analyzer and the manual count were reported. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
The customer observed the cell-dyn ruby analyzer, sn (B)(4), generating discrepant wbc and wbc differential results for one abnormal patient sample. After reviewing the data, it was determined that this was a sample specific incident. The cell-dyn ruby analyzer invalidated all the wbc parameters and generated numerous suspect population flags to alert the operator for further verification of the patient sample. The analysis found that the sample had interfering substances and conditions which could have affected the sample processing on the analyzer. It was concluded that this is sample specific incident and the issue is covered in product labeling (cell-dyn ruby system operators manual, l/n 08h56-03, rev. D). A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cd ruby is performing as designed. No product deficiency was identified.